Manufacturer narrative:
The field service representative (fsr) confirmed the reported problem. Solenoid valve #5 was leaking which allowed air to be pulled from the small tank into the pump head which stopped water flow. The fsr replaced the valve and performed a full inspection. The unit operated to manufacturer specifications and was returned to clinical use. The suspect valve was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will eb filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) water will start to flow for about 15 seconds and then quit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.